Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. A loud clicking noise was heard and the breath rate was set to 16 breaths per minute but displaying 23. Bench testing revealed the solenoid mount was not seated properly. The solenoid mount was re-seated, and the clicking noise no longer occurred, and the breaths per minute was corrected.

Event description:
It was reported to vyaire medical that the ventilator delivers extra breaths. There was no patient harm associated with this reported event, the patient was removed from the ventilator and placed on another ventilator.